Manufacturer narrative:
As the event occurred on (B)(6) 2012, patient information is no longer available. Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under FDA reference number (B)(4).

Event description:
The hospital reported that, during a case, the clinician was ventilating in pc-vg mode with tidal volume set between 650 to 675. Approximately 1 hour into the case, the clinician observed the delivered volume was close to 1500. The clinician changed to manual mode, and completed the case with no further reported complaint. There was no reported patient injury.